Manufacturer narrative:
Medwatch sent to FDA on 05/30/2017. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. To prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera is in place. Other medications that are started prophylactically should be continued after orbera placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Warnings: if it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation.

Event description:
Reported as: a patient with the orbera intragastric balloon had "pain and wanted balloon removed. Patient went to ER for pain and was sent back home. Next day, patient visited the implanting physician who noted steady abdominal pain. Endoscopic view of the patient's stomach showed erosion ulcers, erosive gastritis. The physician removed the balloon. The patient had 300-400 ml dark colored emesis. The patient is in the ICU on a ventilator with acute respiratory distress syndrome (ards) due to severe aspiration pneumonia. The patient was not doing well still the following day and the physician thought the patient was in a life threatening situation. The next day, patient was responsive, still on ventilator but improving.